Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned, with slight gaps between the staples. No evidence in the form of biological material was present on the device. The trigger was returned not engaged. The stapler was received with 18 staples remaining in the cover block, indicating that at least 17 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. Upon the second attempt at firing the stapler into the skin pad, an unformed staple and a fully formed staple fired simultaneously. An additional five staples were fired, all fired and formed properly. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It could not be conclusively determined the cause of the misfires. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the staples appeared aligned with slight gaps. Upon functional inspection, the staples were unable to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The cause of misfiring could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user fired a staple during use, it was not properly formed/closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred". The patient status is reported as "fine".

Event description:
It was reported that "when the user fired a staple during use, it was not properly formed/closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.